Manufacturer narrative:
Of the 165 allegations of a malfunction, 110 pumps were returned to animas and investigated. Of the investigated pumps, 108 were found to be malfunctioning due to battery compartment cracks, and damaged battery caps. During investigation for unrelated complaints, there were 21 additional failures found. This report is processed under (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 165 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power - damage issue. These reports were received from various sources. The patients associated with this allegation range from 6-86 years of age and between 20 and 350 pounds. Of the reported patients, 78 were male, 87 were female, and 0 were unknown.

Manufacturer narrative:
Follow-up #4: date of submission 10-jul-2019 device evaluation: in quarter 2 of 2019, there were 2 instances of power - damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: in quarter 3 of 2018, there were 28 instances of power - damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 2 instances of power - damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there were 2 instances of power - damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.